Manufacturer narrative:
The eplex base analyzer serial number was (B)(6). The investigation did not identify a specific cause of the event. The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. This issue could not be excluded by the investigation. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay. There is an inherent risk of false negative results due to the innate nature of microbes.

Event description:
There was an allegation of false negative enterococcus faecalis and false negative pan gram negative results for two samples using the eplex blood culture identification panel - gram positive (bcid-gp) panel on an eplex base analyzer. The eplex result was streptococcus pyogenes detected. The culture results were streptococcus pyogenes, enterococcus faecalis, and escherichia coli. The maldi results streptococcus pyogenes and enterococcus faecalis.